Event description:
It was reported that the device reached elective replacement indicator (eri) sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead -(B)(6) 2011 5071 implantable pacing lead -(B)(6) 2011. (B)(4).